Manufacturer narrative:
(B)(4).

Event description:
New information received states the lead was explanted and replaced to address the elevated right ventricular thresholds. The adverse event was resolved by the procedure and without consequences.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was advised to return to the office for a lead revision to address lead dislodgement. No further information is available.